Manufacturer narrative:
Prior to removing the catheter, the balloon would not deflate. The inflation port was cut by the clinician and the balloon did not passively deflate. The catheter was then cut closer to where it exited the pt. When the balloon still did not deflate, the pt was taken to interventional radiology and the balloon was manually ruptured with a needle. The sample was not released for eval. A root cause has not been determined.

Event description:
The balloon would not deflate and the catheter was removed in interventional radiology.